Event description:
The compliant has reported that a patient underwent a therapeutic bgd procedure for hemostasis. The resolution hemostatic clip device did grasp the tissue at the stomach bleed site. Initially the clip would not release from the catheter to complete deployment. The clip did successfully deploy upon manipulation of the device by the physician. The patient did not sustain any known ill effect as a result of the deployment issue.